Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During the inspection of the 10mm, 33cm monopolar handle it was confirmed, the insulation is compromised. Visible dings and scratches were seen throughout the shaft, also severe wear was seen at the handle lever. The 10mm, 33cm monopolar handle failed the insulation integrity test. The probable root cause could be mishandling. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.

Event description:
It was reported that the insulation had been compromised.